Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event summary: it was reported that the product was implanted on (B)(6) 2019 and revised on (B)(6) 2019 due to implant fracture. Review of received data - no further due diligence required as all required information to support the conclusion is available/was already requested. - some x-rays have been provided for investigation. The x-rays show that the patient has already an implanted knee prosthesis. An ncb pp plate was implanted with several screws. It can also be seen that the ncb pp plate is broken. The broken plate was removed and replaced with a new ncb pp plate. Devices analysis - no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - this device is intended for treatment. - DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. - raw material certificate reviewed on 02-jun-2020 are according to specification. Conclusion summary it was reported that the product was implanted on (B)(6) 2019 and revised on (B)(6) 2019 due to implant fracture. The quality records show that all specified characteristics (material, dimensions, surface, etc.) For the ncb pp plate have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). The ncb pp plate has not been returned for investigation, therefore the condition of the component is unknown. Some x-rays were provided which also confirm the breakage of the plate. No implantation report or revision report was received. Possible contributing factors to the fracture could be wrong patient behaviour and / or a not properly healed bone fracture. However, based on the available information and performed investigation, an exact root cause for the plate breakage could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to implant fracture.